Event description:
It was reported that the pump turns off when infusion/dose starts. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective cam flex sensor/shaft was found. The customer's problem was replicated. The cam flex sensor and shaft were replaced to fix the issue.